Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). On an unknown date thrombi were observed in relation to the watchman closure device. The closure device was surgically explanted. No further information regarding the patient is available.

Manufacturer narrative:
Date of event - aware date of 15sep2022 used as event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). On an unknown date thrombi were observed in relation to the watchman closure device. The closure device was surgically explanted. No further information regarding the patient is available.

Manufacturer narrative:
B3: date of event updated.